Event description:
Additional information was received that the insertable cardiac monitor (icm) was explanted and replaced. The patient was stable.

Event description:
It was noted on remote transmission that the insertable cardiac monitor (icm) showed premature battery depletion with unknown cause. The loop is currently still implanted. The patient was stable.

Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device battery voltage was at elective replacement indicator (eri) level upon receipt. Analysis of device image was performed and high monthly current was noted. Device was cut open for measurement. Further analysis of device hybrid was performed and high current drain on hybrid was noted. A longevity calculation was performed and found the battery depletion was premature.